Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and the completed investigation results. The actual device was returned for evaluation. Visual inspection upon receipt found that the unit box in which the actual sample was packed had been damaged. The actual sample was taken out of the unit box and subjected to visual inspection. The peel pack was found not to have been opened yet. Inside the unopened peel pack, the gas exchange module was noted to have come off the support arm. The clips, which are the components to be used to fix the gas exchange module to the support arm, had also come off their places. The actual sample was taken out of the peel pack for further inspection. The support arm and the components to receive the support arm on the gas exchange module were confirmed to be intact. The clips were taken out of the peel pack and subjected to visual inspection. Both clips were found to have been deformed. The above investigation revealed damage on the unit box, coming-off of the gas exchange module from the support arm, the clips from their places. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, it is likely that the actual sample had been exposed to excessive shock force during transportation and/or storage. From the available information, however, it is difficult to determine definitely how and when the actual sample was exposed to such circumstances. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off."

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date and the completed investigation results. Follow up. No 1 would not submit, error stating it was a duplicate. The actual device was returned for evaluation. Visual inspection upon receipt found that the unit box in which the actual sample was packed had been damaged. The actual sample was taken out of the unit box and subjected to visual inspection. The peel pack was found not to have been opened yet. Inside the unopened peel pack, the gas exchange module was noted to have come off the support arm. The clips, which are the components to be used to fix the gas exchange module to the support arm, had also come off their places. The actual sample was taken out of the peel pack for further inspection. The support arm and the components to receive the support arm on the gas exchange module were confirmed to be intact. The clips were taken out of the peel pack and subjected to visual inspection. Both clips were found to have been deformed. The above investigation revealed damage on the unit box, coming-off of the gas exchange module from the support arm, the clips from their places. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, it is likely that the actual sample had been exposed to excessive shock force during transportation and/or storage. From the available information, however, it is difficult to determine definitely how and when the actual sample was exposed to such circumstances. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off."

Manufacturer narrative:
The actual device has not yet been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason code 20 was used in the conclusions section of h6. A review of the device history record and shipping inspection record from the reported product code/lot number combination was conducted with no relevant findings. The user facility reported four (4) other devices of this nature with the same product code. See MDR's 9681834-2017-00190, 9681834-2017-00191, 9681834-2017-00192 and 9681834-2017-00193. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage in the capiox device prior to a procedure. Follow up communication with the user facility confirmed the following information: (1) the capiox rx25 device was found broken upon opening the package; and (2) there was no patient involvement.